Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, during an unspecified procedure, the subject device showed a dark image and the optic had a cavity where the lens should be. If the model of optic had this cavity, guidance was needed on the cleaning process. There were no reports of patient harm.

Event description:
It was reported, during an unspecified procedure, the subject device showed a dark image and the optic had a cavity where the lens should be. If the model of optic had this cavity, guidance was needed on the cleaning process. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: video optics damaged. A definitive root cause could not be identified. A probable cause of the complaint traced to component failure. Based on the results of the investigation, it is likely the following led to the malfunction of the dark image: broken light lenses. A definitive root cause could not be identified for the damaged video optics. Olympus will continue to monitor field performance for this device.